Event description:
Five devices tested outside of acceptable levels - tested positive for ntm chimera. Serial numbers: age (yrs); [redacted]: 16; [redacted]: 8; [redacted]: 16; [redacted]: 3; [redacted]: 3.